Event description:
It was reported during a da vinci-assisted procedure arm 2 suddenly froze when surgeon was articulating the endoscope from left to right. Then it started working by its own without any action. The 30-degree scope was used during time of event and there were no error message(s) on screen. Tse confirmed no error related to the complaint during time of event, but error 23003 was reported earlier. Tse suggested to verify rotational axis for resistance/ friction noise. The site proceeded with the case as planned with no reported patient injury.

Manufacturer narrative:
The reported event was addressed with phone support. The customer was advised to replace the scope if necessary. The clinical sales rep will perform the inspection and necessary actions later. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.